Event description:
A crackling sound when foot pedal is pressed, fiber breakage. This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
(B)(4). Note: this event was initially determined to not be reportable based on initial report. However, the initial evaluation of the nonconforming product on 05/06/2014 led to the decision to report. (B)(4).